Event description:
The patient reportedly experienced swelling and soreness at the implant site after undergoing a magnet removal procedure for medical MRI. During the second magnet removal procedure for medical MRI, the patient's device was repositioned to address the swelling and soreness the patient experienced.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient is doing well since the procedure. The patient's device remains implanted. This is the final report.